Manufacturer narrative:
Upon further review the events glaucoma and vison blurry were not reported as events (patient's medical history) as it is already related to patient initial diagnosis of glaucoma. Based on this the report does not meet criteria for reporting as a serious injury. Hence no further reports will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during microstent implant procedure, reported with a description of stent presented issues during deployment. The surgeon reported having resistance in the wheel during insertion.there was no patient harm. Surgery completed same day with same company new trabecular stent. Additional information was received stating patient is experiencing visually significant cataract, right eye, primary open-angle glaucoma.